Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision; asr resurfacing - left hip; reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op). (B)(6) 2012 - changed revision reason for acetabular to 'non contributing' as per (B)(6) e mail dated (B)(6) 2012. Update received (B)(6) 2014. Additional hospital and surgeon added. Revision date amended for cup. More precise reason for revision ((B)(6) 2007): "collum fracture after asr resurfacing arthroplasty". Reason for revision added for revision of cup. Cup and resurfacing head both implanted on (B)(6) 2007. Head revised on (B)(6) 2007 and xl products were implanted. Cup remained in situ and was revised with xl products on (B)(6) 2014. See com (B)(4) for revision of xl products. Reason for revision ((B)(6) 2014): alval / soft tissue reaction, pain, noise, osteolysis, high chromium and cobalt in blood.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 7 september 2015: updated as legal with (B)(4). Added revision date (B)(6) 2007. Added manufacture and expiry dates. Taken from kennedy alert.